Event description:
Additional information received reported that patient saw their healthcare professional 2-3 weeks prior to (B)(6) 2016 and they turned the deep brain stimulation back on and the patient got a jolt which had never happened before. The deep brain stimulator had been off for three months. In the beginning of (B)(6) 2016 the patient went to the healthcare professional in the neurology department because their previous symptoms were returning despite charging their selves daily. After working with them for a while it was determined it had been off for about 3 months and turned the unit on. The healthcare professional also noted that something the patient was using was causing the implant to turn off. The only new thing the patient had used in the last three months was an electric generator. The issues had been resolved with the deep brain stimulator.

Manufacturer narrative:
.

Event description:
A consumer whose indication for use is essential tremor reported the deep brain stimulation implant was turned off when the interstim implant was put in but was never turned back on. There was a loss of therapy. The deep brain stimulation healthcare professional turned the device on and after the patient felt a jolt, could barely use their legs and was shaking like crazy which had started on (B)(6) 2016. The implantable neurostimulator (ins) was confirmed to be on.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.